Manufacturer narrative:
Manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Event description:
It was reported that the head end was not raising or lowering and may have been stuck in an elevated position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the head end was not raising or lowering and may have been stuck in an elevated position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted with results of evaluation. It was found that the headend lift would not raise or lower due to a malfunctioned cpu board.